Event description:
It was reported that bd insyte autog bc foreign matter on catheter. The following information was provided by the initial reporter: it was reported by customer that they noticed that there was a small piece of hard plastic on the needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the representative samples submitted for evaluation. Your report of hard plastic on the needle could not be confirmed from the representative 22g insyte autoguard devices that were received in sealed packaging. A visual and microscopic examination of the returned samples revealed no damage or defects. No loose pieces of hard plastic were identified in the unit packaging. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
No new information.